Event description:
The patient was initially implanted with an afx2 bifurcated stent graft an afx vela suprarenal and an ovation ix iliac limb extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a computed tomography (CT) was performed and showed that the vela appears to be 8-9mm below renal arteries and aaa starts just 8-9mm below that. The seal zone is currently approximately 8mm long but there is a 15mm length aortic neck. It was noted that the diameter of the graft is measuring 30-33mm in areas. Access appears feasible to accommodate sheaths. It was also noted that it is hard to determine if there is any type 1a, type 1b, type 2 or type 3 endoleaks present; therefore, an angiogram was recommended. On (B)(6) 2025 the physician elected to implant a vela suprarenal aortic extension. The patient status post this secondary procedure was not reported. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records were received and will be evaluated by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type proximal cuff movement of 8mm is confirmed. The additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. It was noted that an 8 mm proximal cuff movement was observed, which does not meet the greater than or equal to 10 mm threshold used to define device migration. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 7mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the discharge summary dated 10/07/2025. The final patient status was not reported following the secondary intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: health effect - clinical codes: remove code 1924. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.